Manufacturer narrative:
(B)(4). The insulin pump received with blank display due to missing battery spring. However, corrosion was found on the battery tube. Unable to perform operating currents, self test, rewind test and displacement test or verify low battery alarm due to missing spring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump alarmed failed battery test and the battery cap was with a yellow fluid. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.